Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture, pain, visibility/palpability and sensation increase/decrease was received on (B)(6) 2020 with lot number 2269203. Visual analysis of the returned device identified: fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, sensitivity, and "feels funky, its like the gel is deteriorating and the skin looks really funny." Rupture" allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right-side pain, sensitivity, and "feels funky, its like the gel is deteriorating and the skin looks really funny." Additionally healthcare professional reported rupture. Device has been explanted.